Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was drifting and unresponsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The biomedical engineer was contacted for onsite service.

Manufacturer narrative:
E1: reporting institution name - (B)(6).

Manufacturer narrative:
Information was received indicating that there was no patient involvement at the time the issue was discovered. The customer's hospital equipment department performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.